Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyform device was used during a transvaginal mesh procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the patient's left genital artery got injured during the second puncture. Reportedly, the bleeding due to the perforation was difficult to control and as a result, surgical, endoscopic, and ivr treatments under general anesthesia were performed including blood vessel embolization. The procedure was not completed and no mesh was inserted. However, sexual difficulty was reported after the procedure.